Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after insertion of the catheter a tear near the funnel was noted, where urine run out. The customer reported that this occurred several times. However, the exact number of occurrences is unknown.

Manufacturer narrative:
Qn#(B)(4). Initial report submitted was submitted under an incorrect manufacturer report number. The manufacturer report number should be changed from 9610520-2019-00017.

Event description:
It was reported that after insertion of the catheter a tear near the funnel was noted, where urine run out. The customer reported that this occurred several times. However, the exact number of occurrences is unknown.

Event description:
It was reported that after insertion of the catheter a tear near the funnel was noted, where urine run out. The customer reported that this occurred several times. However, the exact number of occurrences is unknown.

Manufacturer narrative:
(B)(4). The actual device and 17 additional representative samples from the same lot were returned for investigation. A leak test was performed on the actual sample by connecting a 1.5 l urine bag filled with water to the catheter tube. The functional test confirmed a leak between catheter tube and funnel. Furthermore, a functional investigation of the 17 representative devices was conducted according to the effective work instruction for the tightness test between funnel and tube. No sample showed a leak at the adhesive connection between tube and funnel. A review of the manufacturing data for lot 18/28/212 was carried out and no issues that could have contributed to the reported event were identified. The performed in-process-controls to which also a leak test belongs, showed no deviations. Our investigation confirmed the reported issue for 1 actual sample. However, in the root cause analysis, no clear cause for the failure could be determined. The reported slight leakage between funnel and catheter tube occurs sporadically, which is an inconvenience for the user and means no user risk.